Manufacturer narrative:
The complaint device was received and evaluated. Three 12-degrees needles, one 0-degree needles, and two appliers were received. No anomalies were found for the 0-degree needle and one of the 12-degree needles. It was reported that the second implant fell off the needle when it loaded, but the user was able to use it. Visual observation of the other two 12-degree needles revealed that the silicon tube is pushed back towards the proximal end of the needle, resulting in the second implant moving out of its intended place, and falling out. A possible hypothesis for the reported failure is after the first implant was fired, the needle possibly hit a bone or an object, resulting in the silicon tubing moving and in the second implant not being deployed as intended. This failure could have been caused if the user over-penetrated the needle during usage. When the needle is over-penetrated, result in a lot of needle length behind the meniscus, the silicone and implants can get ¿bound up¿, the implants may be shifted out of place, and silicone can develop prominent ridges that can catch on tissue and fat pad ¿ all of which could lead to difficulty in deployment. It cannot be determined at what point in time this failure occurred. There were no other anomalies with the needles that would have contributed in the reported failure. The first returned applier was tested functionally and no anomalies were found. Visual observation of the second applier reveals that the main pusher rod is stuck out of the applier, which is typical of aggressively removing the needle following use. Moreover, there is a lot of tissue debris and stains on the main rod. Lot number was only provided for the 12-degree needles. A batch record review for the reported lot has been and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Therefore, at this point in time, based on the overall complaint rate for this failure mode, no further action is warranted. Furthermore, no lot numbers were supplied for the appliers or the 0-degree needles, which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Buttons fall down during surgery. The following additional information was provided by the affiliate via email on (B)(6) 2015; the procedure was a meniscus fixation, normal technique. The button fell out of the implant tube before operative use, while pushing the loading button on the omnispan gun (it's for all included articles). They completed the operation with the omnispan implants which were ok and did not fall out while loading the gun. This failure extended the procedure time greater than 30 minutes. See associated medwatch 's 1221934-2015-00891, 1221934-2015-00892, 1221934-2015-00894.

Event description:
Buttons fall down during surgery. The following additional information was provided by the affiliate via email on (B)(6) 2015; the procedure was a meniscus fixation, normal technique. The button fell out of the implant tube before operative use, while pushing the loading button on the omnispan gun (it¿s for all included articles). They completed the operation with the omnispan implants which were ok and did not fall out while loading the gun. This failure extended the procedure time greater than 30 minutes. See associated medwatch reports; (B)(4).

Manufacturer narrative:
Depuy synthes mitek is filing this report due to discovering on (B)(6) 2015 that the procedure was extended over thirty minutes. Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.